Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. It is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the consumer thinks the scale markings on a bd insulin syringe with bd ultra-fine needle look different on each syringe causing them to question the accuracy of each dose. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 3/10cc, 6mm syringes. Customer states that there has been some scale marking differences. Both returned syringes were tested using the plug gauge and all scale markings fell within specifications. A review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed.